Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision surgery was performed on (B)(6), 2012 due to elevated metal ions. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.product has been requested, but not returned yet. Upon receipt of items and completion of evaluation, an MDR follow-up will be submitted to the FDA.this is 2 of 2 MDR reports for the same event (see: 3002806535-2012-00149/150).

Manufacturer narrative:
Evaluation of the returned product found the presence of two wear stripes on the modular head is suggestive there was a degree of laxity within the joint. In such instances, subluxation and/or rim contact of the component is possible, particularly if the positioning of the part was too steep within the patient. This may in turn have caused the main load-bearing location to change, and hence led to the wear patch observed towards the base of the part. These observations made on the returned components suggest that joint laxity and/or suboptimal positioning may have contributed to the elevation in metal ion levels and subsequent need for their revision. Fretting/galling has also been observed at the taper interface, but is not considered to have significantly contributed to the failure due to the alloy materials involved. In absence of radiographs or further information, a definite conclusion cannot be made as to the root cause of the joint failure.